Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer was hospitalized due to hyperglycemia on (B)(6) 2018. The customer blood glucose level was 500 mg/dl at the time of incident and the current blood glucose level was 150 mg/dl. The customer was assisted with troubleshooting. Customer declined to perform a carelink upload. The customer did not mention any symptoms or treatment related to high blood glucose level. The device will not be returned for analysis.